Event description:
The suspect device user said they dosed three extra units of insulin based upon the glucose results. Their spouse couldn't wake them. Emergency medical technicians were called and they checked their glucose at 13 mg/dl on their equipment. User was treated with an IV. Controls were in range. The device was replaced and requested to be returned for evaluation.